Manufacturer narrative:
Physio-control was made aware by the customer that their device will not be returned for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. The customer also advised when the print button was pressed, the device would not print. The device appeared to be unable to completed a boot cycle. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. The customer also advised when the print button was pressed, the device would not print. The device appeared to be unable to completed a boot cycle. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.